Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: unknown, lot: 3693948.

Event description:
It was reported the patient's lead migrated. Investigation was unable to determine which of the leads attributed to the event. The issue was confirmed via x-rays. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced restoring therapy.